Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2000 ohms, no sensing and no capture. It was determined the lead had fractured. As a result, this lead was explanted. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed damage to the conductor coils, including fractured coils in the area between 240-244 mm from the terminal pin. Due to the location and type of damage, it was concluded that the damage was likely caused bt entrapment in the clavicle/first rib region.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.